Event description:
It was reported that the patient had fractured his left ulna and radial head in a motorcycle racing accident in (B)(6) 2014. The ulna fracture was repaired using a synthes olecranon plate. Radial head fracture was replaced with a synthes radial head and a 7 mm radial stem. This surgery was completed with no complications. In (B)(6) 2015, the patient dislocated his left shoulder in a motorcycle racing accident. During rehab he complained of elbow pain. X-rays were taken at this time, showing that the radial head and stem have disassociated. The retaining screw in the radial head was broken allowing the head to come off the stem. The surgeon chose to cut off the top of the stem. The olecranon plate in the left ulna was fine and there is no complaint against that implant. On (B)(6) 2015, the surgeon removed the radial stem. The removal of the implant was difficult and required additional intervention, consisting of drilling a hole in the stem and removing it using a conical extraction screw set. It was successfully retrieved and the surgeon replaced it with a competitor¿s radial head implant with arthroplasty of the radial head. There was no surgical time delay. The procedure was completed successfully. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Expiration of december 2017. There were no material review records, nonconformance reports, or complaint related issues with this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.